Event description:
A report was received that a patient was getting shocked when she had adjusted her stimulator. A bsn representative attempted to reprogram the patient; however each contact on her lead showed high impedances. The bsn representative believes the lead may have pulled out of the ipg header or possibly be damaged.

Manufacturer narrative:
Additional information indicated that the patient underwent a revision procedure. The physician replaced the patient's lead. The patient is reportedly doing well following the procedure. The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a pt was getting shocked when she had adjusted her stimulator. A bsn representative attempted to reprogram the pt; however each contact on her lead showed high impedances. The bsn representative believes the lead may have pulled out of the ipg header or possibly be damaged.